Event description:
A user facility returned the olympus camera head to the olympus service center. Upon inspection and testing of the returned device, it was observed that no image displayed. This report is being submitted for the event found during evaluation. There were no reports of harm, or injuries related to this event.

Manufacturer narrative:
Upon inspection the reported event was not confirmed. It was noted the cable is twisted and showed signs of wear, camera head showed signs of fluid invasion. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Upon inspection, the loss of image was unable to duplicated. Based on the results of the investigation, it¿s likely that the temporary loss of image was due to water invasion in the cable, which temporarily destroyed the electrical circuits. The root cause was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.